Manufacturer narrative:
The pod was received undeployed, though the pod had completed both priming sequences. The ratchet gear was noted to almost be in position to release the release bar upon opening the pod, and the needle mechanism deployed normally when the ratchet gear was manually rotated. No drive stalls or timeouts were noted in the data. A root cause for the event could not be determined. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.the product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44898. D4 - catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 12/12/2020. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed from unavailable to (B)(4). Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Correction to h(4): device mfg date changed from unavailable to 6/12/2019.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported that the needle never deployed the cannula into the skin. The pod was worn for less than an hour.